Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient¿s reported post implant experience. Additional information was requested, however at this time the patient contact is not willing to provide additional information and would not provide a name or contact information. When asked to provide product identifiers the contact did state that he would call back with that information; however the contact has not called back and we do not have any way to contact him. Should additional information be provided, a supplemental will be submitted. Without a lot number a review of the manufacturing records is not possible. Infection is a known inherent risk of surgery and is identified in the adverse reactions section of the IFU as a possible complication. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
As reported the patient was implanted with a bard ventralight st hernia patch and ten days later underwent explant of the patch due to infection. It is reported that during the explant procedure the surgeon "took a lot of his muscle and disabled him." As reported the patient will be required to undergo subsequent surgeries.